Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer due to hospital policy. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.

Event description:
Due to infection doctor removed and irrigated knee and replaced with new insert.

Manufacturer narrative:
An event regarding infection involving a duracon insert was reported. The event was confirmed. Method & results: -device evaluation and results: a visual, dimensional and functional inspection was not performed as the device was not returned for evaluation. -medical records received and evaluation: the provided medical records were reviewed by a consulting clinician who indicated "infection is primarily a procedure-related complication generic to every arthroplasty with sometimes additional patient-related risk factors about which only obesity is known for this case." -device history review: a review indicated the devices accepted into final stock from the reported lot were free from discrepancies. -complaint history review: there has been no other event for the lot referenced and the sterile lot. Conclusions: the source of the infection could not be determined as patient information, clinical history, and results of blood work for infection were not provided but there is no evidence that points to the device contributing to infection. Review of the medical records by the clinician indicated "infection is primarily a procedure-related complication generic to every arthroplasty with sometimes additional patient-related risk factors about which only obesity is known for this case." A CAPA trend analysis was conducted for the reported failure mode and concluded infection is most likely a result from other factors not necessarily related to the device in the healthcare facility setting. If additional information and/or device become available, this investigation will be reopened. Product

Event description:
Due to infection doctor removed and irrigated knee and replaced with new insert.